Event description:
Caller stated that a reference comparison was performed within 30 minutes of each other. It was reported the device provided results of 360, 252, and 110mg/dl and the lab result was 127mg/dl. It was stated that controls were run and that they were in range. No treatment was provided based on the device results. A request was made for the return of the suspect device and replacement product was sent.